Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The b button was not responsive. Customer's blood glucose level was 595 mg/dl. The customer took a shot when they realized the insulin pump was not working. The customer was vomiting and had a concussion. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm. Unit received with flattened b, esc and act button keypad dome. However unit received with no button response due to keypad connector unlocked. Unable to perform functional test due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.